Event description:
Experience with catheter pull out. Associated w/physical activity or movement from patient. Tried butterfly, cheveron, tape under line & other types of dressing an "duraderm" without improvement.